Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11. Corrected field: d4 - expiration date null. The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed power off both the cv-190 and the clv-190, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result, but error remained. When cleaning the contact points on the scope does not resolve the issue then we need to swap out the component one at a time to narrow down the issue. First they replaced maj-1933 and error came back. After that instructed to reseat maj-1941, reseating did not clear the issue. Instructed to power cycle and clear escape again, replaced the maj-1941 and the error was now cleared. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned not to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 error. The issue was found during set up/inspection for use. There were no reports of patient involvement.